Event description:
It was reported that the nurse have a patient on the arctic sun device and was receiving low flow 02 alarms. Water level was 5. Inlet pressure was -7, flow rate was 0, pump hours was 3941, system hours was 4168. Mis had nurse empty pads to disconnect and then reconnect using the proper technique. Disconnected pads and placed in manual control device still had good pressure and no flow. Mis suggested sending to biomed with a note of possible bad flow meter. Per wo update on 16mar2023, device was showing 0 flow. A check of the diagnostics showed that the flowmeter was reading 0 even when flow was visually observed in the shunt tube. Biomed would order and replace the flowmeter onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the nurse have a patient on the arctic sun device and was receiving low flow 02 alarms. Water level was 5. Inlet pressure was -7, flow rate was 0, pump hours was 3941, system hours was 4168. Mis had nurse empty pads to disconnect and then reconnect using the proper technique. Disconnected pads and placed in manual control device still had good pressure and no flow. Mis suggested sending to biomed with a note of possible bad flow meter. Per wo update on (B)(6) 2023, device was showing 0 flow. A check of the diagnostics showed that the flowmeter was reading 0 even when flow was visually observed in the shunt tube. Biomed would order and replace the flowmeter onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.